Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the cmos-m with drive pcb over saturation. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos-m with drive pcb. In addition, we confirmed that the objective lens unit cracked, and the segment worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report: "hr-rpt-0586(image failure)" and/or the risk analysis results. It was evaluated to submit MDR.